Event description:
The customer is questioning the low calibration slope of potassium that generated an out of range low quality control potassium levels after using the clinical chemistry serum ict calibrator, lot# 0505017, module # aa70424018. The customer also stated that the calibration slope for sodium was lower than expected using the same ict calibrator lot#. This issue occurred three times on the architect c8000. Bleaching the ict calibrator module # (aa70516021) also did not resolve the issue. There was no impact to patient management reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.